Manufacturer narrative:
Patient information was not provided by the customer. The field service engineer (fse) was onsite and found that the fl4 channel was intermittently dropping out while running samples. To resolve the issue the fse replaced the signal conditioner and amplifier (sca) board at the affected location (fl4). The fse ran qc to verify proper operation of the unit. Bec internal identifier - case-(B)(4).

Event description:
The customer reported unexpected positive (high) results for cd138 on their navios ex flow cytometry instrument. There was no report of death, injury, or change to patient treatment as a result of this event.